Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed that the right atrial lead had exhibited noise oversensing. No intervention was performed.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Manufacturer narrative:
Correction: the section g3: date received by manufacturer should have been filled with september 25, 2025, rather than left blank in MDR (B)(4).

Event description:
New information received indicated that the noise was recurring and reproducible with isometric exercise. Programming changes were made to address the noise oversensing issue. The patient remained in stable condition.